Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer loaded a new cartridge and resumed insulin delivery successfully. The customer's blood glucose (bg) level ranged from 200 mg/dl to over 400 mg/dl.